Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. The insulin pump as received with a missing end cap sticker.

Event description:
It was reported that the customer's insulin pump had an error alarm during the manual prime process. Advised that the customer should discontinue the use of the insulin pump and revert to back up plan. No further info was provided.